Manufacturer narrative:
The sample was collected in a bd sst tube and was centrifuged at 3000 rpm for 4 minutes. Qc was within the established ranges in the week prior to and on the day of the event. The customer was instructed by bci hotline to perform a system check, which failed. The customer disabled pipettors 2 and 3 and repeated the system check, which failed again. The customer stopped using the instrument until service could verify the system. Service was on site on (B)(4) 2011. The field service engineer performed a preventive maintenance. The fse performed system check, high sensitivity system check, carryover, and qc. All results were within the specifications. A clear root cause for the event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to false positive total beta hcg (tbhcg) results generated by unicel dxi 800 access immunoassay analyzer for one patient. The results were not reported out of the laboratory. Subsequent testing produced a negative result. The customer is not reporting patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.